Manufacturer narrative:
(B)(4). This is a report of use error, where the customer cycled power several times and restarted therapy while using the original supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caregiver cycled the power ending and restarting peritoneal dialysis therapy on the homechoice while the patient was connected to the set-up. The technical services representative reviewed proper procedures with the patient and assisted with ending therapy so they could start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.